Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope had sporadic image failure. The event occurred during preparation for use for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the fibre bonding in the outer tube area (distal end) is damaged. A definitive root cause could be identified. Based on the results of the investigation, it is likely the customer reported issue was due to the video cable breaking and therefore not displaying the image. The investigation findings do not lead to a clear conclusion about the cause of the broken video cable or the damage to the fibre bonding in the distal end. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.